Event description:
It was reported that the device¿s sleep/wake button appeared unresponsive intermittently but then functioned after subsequent attempts, and the user acknowledged tapping rather than pressing and holding the button as instructed. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included remote troubleshooting and user education on proper button press technique. Investigation of this case revealed user technique as the likely contributor, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to operating the sleep/wake button.